Event description:
It was reported that the unit had no flow. Evaluation found a burned pc board and melted components inside the cracked tray. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked internal tray. The reported condition of the unit not flowing is not likely to contribute to or cause serious injury or death. There is no potential safety risk to the pt or caregiver from lack of heat/cold therapy in applications that fall under the intended use of the device.